Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on the stomach during bariatric surgery, the device partially fired. It was also noted that it locked on tissue, and the surgeon made several movements to release the tissue. The surgeon also experienced difficulty in unloading the reload. The surgeon used another stapler and reload to resolve the issue. No patient injury.